Manufacturer narrative:
Review of complaint activity for the architect havab igg assay identified adverse and non-statistical trends associated with the complaint issue. Increased complaint activity was also identified associated with lot 92421li00. The samples that generated the false reactive results for the architect havab igg assay were not available for return, therefore sample specific testing could not be performed. The assay was evaluated by testing retained kits of lot 92421li00 in a specificity set-up. All control values met specifications and no false reactive results were obtained. The generated data did not indicate that the reagent is compromised. Using worldwide field data, the performance of the assay was evaluated. The median and the standard deviations to cutoff of the negative population of the complaint lot were evaluated. This review indicated that the lot number is performing in line with all other reagent lots in the field during the reviewed timeframe. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect havab igg lot 92421li00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) architect havab igg result. Sample ID (B)(6) generated an initial (B)(6) result of (B)(6) and retest generated a (B)(6) result of (B)(6). No specific patient information was reported. No adverse impact to patient management was reported.